Manufacturer narrative:
On (B)(6) 2016 architect tsh (B)(4) was removed as a suspect medical device for this event. Please see manufacturer report number 1628664-2016-00002 for likely cause architect analyzer (B)(4) follow up, product evaluation and conclusions.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed falsely depressed tsh results on the architect i1000sr analyzer. The following data was provided: initial 5.72, repeats 3.96, 5.78 (31.5% shift). There was no impact to patient management reported.